Event description:
The customer reported to baxter (B)(6) of a clearlink pump/gravity continuflo set in which the spike broke off while attempting to spike the bag. It is unknown when or in which care area this event occurred. There was no patient involvement. Therefore, there are no reports of patient injury or adverse events associated with this event. There is no additional information at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed that the spike tip was broken off; therefore, the reported problem was confirmed. No assignable root cause could be determined. The chambers used on this product are purchased from an external supplier. The supplier has been made aware of this report. A batch review was performed on the reported lot with no deviations found.